Manufacturer narrative:
The local area field representative was contacted and no additional information is available at this time. Our records indicate this device remains in service; should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an out-of-range (oor) shock impedance below 20 ohms. The local area field representative reported the oor impedance could not be replicated with isometrics and no noise was present on device electrograms during testing. Additionally an x-ray was taken and no anomalies were found. All lead measurements were reported to be within normal ranges at device testing. No adverse patient effects were reported.